Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, preceding/simultaneous bone augmentation, infection, pain, swelling, abscess, inflammation.